Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to inadequate stimulation, the replacement went as planned. The device will not return because surgical team disposed it. The patient is doing good. Electrocautery was used.